Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for eval. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
It was reported that since his implantation in 2007, the pt was not able to hear with his device. No increase of the auditory threshold was detected. The pt was re-implanted in 2008.